Event description:
It was reported that the patient was not feeling stimulation coverage due to high impedances noted on the leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7003583.